Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 25 mg/dl. The customer was treated with glucose shots. The customer was admitted to rochester hospital on (B)(6) 2015. The customer declined troubleshooting on the insulin pump and stated it was happening to him before he got on the insulin pump. Th customer stated that they lowered the basal rates.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.